Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed due to device being moved and had multiple issues. A field service engineer checked the firewall and confirmed that the drawer remained offline, replaced the communication sled; however, the device continued to show no drawer communication, later identified an issue with the pyxis bus cable between the communication sled and the drawers, connected a new bus cable to selected drawers and tested them one by one with the customer, determined that the control boards in the half-height and matrix drawers had failed and were loading down the entire bus, preventing other devices from communicating. After replacing both control boards, all devices appeared correctly on the bus, verified functionality through hardware test application (hta) testing and had customer run an inventory, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues were observed, including a hardware failure due to the device being moved and the device not recognizing the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.